Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the physician was not able to get cylinders rigid post operation in this inflatable penile prosthesis (ipp), however the system worked properly when the pump was held outside the scrotum. The pump was explanted and replaced. There were no patient complications reported.